Event description:
Prior to a coronary stenting treatment procedure, damage to a proximal and distal ends of the liberte bare monorail 16/3.50 mm appeared to be deformed. Damaged product was not used and was replaced with another liberte stent delivery system to successfully complete the procedure.